Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: a leakage was reported during the use of our device. One spike connector assembled to an infusion bag was returned to the quality team for investigation. Functional testing was performed, connecting the c180j to an injector and a syringe filled with liquid. The fluid was introduced into the IV bag and no leakage was observed. Pressurized testing was then performed and a small leakage was observed, verifying the reported concern. Further evaluation identified a small crack near the connection point where the connector is assembled to the spike. A device history review was performed for suspected lots 2501223 and 2502206, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. The product undergoes multiple inspections throughout manufacturing to verify quality and functionality, and no issues related to this concern were identified during those inspections. While a definitive root cause could not be established, the crack was determined to have most likely originated during the manual assembly process, potentially due to over tightening. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
It is reported leakage. Event description: it was reported that a leakage occurred from the infusion adapter. The prepared c180j was attached, and when the anticancer drug was being administered, the anticancer drug leaked out near, vicinity of the c180j. Batch number either 2501223 or 2502206.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.